Manufacturer narrative:
(10/3221) despite repetitive efforts, the involved product was never returned to intervascular for an evaluation of the packaging components. Device not available for evaluation has been modified accordingly (4308) the most likely cause of this event is a packaging mix-up during storage at the consignment stock.

Manufacturer narrative:
It was reported that the product is available for investigation, it should be returned to intervascular for content examination. The graft corresponding to the product box labeling was manufactured on august 2015 by intervascular (B)(4) in (B)(6), it was delivered to the consignment stock at (B)(6) hospital on (B)(6) 2016. The graft that was found inside the product box was manufactured by maquet cardiovascular llc in the united states and was delivered to the consignment stock at (B)(6) hospital on (B)(6) 2014. Therefore, it is assumed that the packaging transfer occurred during storage at the consignment stock. The investigation is still ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
Staff opened the box and noticed that the graft inside did not match the box labeling. They thought they were opening a graft whose dimensions were 12mmx7mmx40cm, instead they found a graft whose dimensions were 14mmx7mmx40cm. A replacement device was used to complete the procedure. No patient was involved. It was reported that the event occurred some time ago but there was a reporting omission. The event date is unknown.